Event description:
The patient reported swelling and redness at their incision sites. An infection was confirmed, antibiotics were prescribed, and an explant procedure was performed on (B)(6) 2024. The patient is at home on intravenous antibiotics after their explant procedure.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, improperly closing the surgical site, and using inappropriate tools have been ruled out as potential causes. Additionally, not prepping the skin with an antiseptic solution, the patient having contraindicating conditions, severe force applied to the implant, excessive twisting, bending, or stretching, and the patient picking or touching the wound have been ruled out. However, the patient previously had a severe infection after a knee implant procedure and multiple tunneling attempts were performed between the two incisions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient is a poor candidate due to health, weight, age, mental capacity as the patient previously had a severe infection after a knee implant procedure (user error- clinician). Surgical issue as multiple tunneling attempts were performed between the two incisions (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.